Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported moisture on the screen and they were unable to read the insulin pump screen at times. The customer reported tiny amount of water or mist on the insulin pump screen mist. The customer stated that they do not hear fluid when shaking the insulin pump. The customer stated that they see fluid under the lcd. The customer stated that the insulin pump was scratched but nothing was serious. No harm requiring medical intervention was reported. The device will be returned for analysis.